Event description:
It was reported that the pt was implanted a dynesys universal spacer 6-45 on (B)(6) 2010. The pt was revised on (B)(6) 2012. The following statement was reported: "the device was explanted 2 years after surgery due to deep infection (more than 6 weeks). The surgeon evaluated this adverse event as severe and definitely device related. This pt participated to zimmer sponsored clinical pmcf study, but withdraw his consent to the study due to this complication. This patient is no longer eligible for the clinical study".

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Several reasons can cause an infection. Since no further info was provided we are unable to identify a root cause of this specific event. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).